Event description:
When staff was attempting to manipulate fio2 adjustment upward on the getinge servo u ventilator it did not respond as expected. Appeared stuck at previous setting. A second servo u was brought into the room and staff experience a similar problem with the fio2 not responding to the setting changes. Videos were taken of the malfunction and shared with getinge along with device log files.